Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided; therefore, the following sections could not be completed: this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2011-01011 / 01013).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. It is likely that joint laxity and repeated dislocation contributed to adverse wear conditions and the concomitant increase in metal ions observed in this patient.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to luxation and elevated levels of cobalt chromium in patient's blood. The surgeon removed and replaced the acetabular cup, modular head, and femoral stem.

Manufacturer narrative:
This follow-up report is being filed to correct initial reporter information and to relay additional information, which was unknown at the time of the initial medwatch.